Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the patient started feeling tired and not well. The g6 app was alerting for low and the patient¿s parents took the patient to the hospital. The medical team at the hospital took a bg reading which was 600 mg/dl. They patient was treated with intravenous fluids and insulin. The patient was discharged after 8 hours. There was no documentation of further medical intervention. At the time of the report the patient was at home but still feeling tired. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.